Event description:
Add'l info rec'd from rptr 2/1/01: 2 mos ago rptr was in a car accident which resulted in neck injury. Rptr had MRI done they let rptr wear makeup (which rptr was cautioned years ago not to wear while getting MRI) and told them to only remove earrings, necklace. Consumer took off watch and put it into dungaree pocket. Dungarees had metal zipper/studs. They told them they did not have to remove them. Consumer was under the MRI machine for approx 30 mins. When went home, experienced irritation, swelling and redness of the nose, breast area, arms. Consumer went to medical dr. The MRI did not require contrast. Two mos ago when accident occurred, consumer was given muscle relaxer and pain medications. Rptr has undergone several ultrasounds and pelvic sonogram. Consumer very worried they had radiation burns.

Event description:
Felt a burning sensation on right breast while undergoing an MRI. Also felt burning sensation/sunburn sensation over body. Face became red and area around nose. Physician consulted but never heard of this difficulty. Now having some pain in breast. Rptr had rings on and jeans. No guidelines were provided. MRI was of the neck. MRI done.